Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump had an unexpected restart alarm after not being used for two months. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 390 mg/dl. The customer's daughter also reported that the customer was recently hospitalized twice; once for high blood glucose levels and the other due to diabetic ketoacidosis. The customer was not wearing the insulin pump around the times of the hospitalizations due to waiting for supplies to be sent. The caller was assisted in clearing the error alarm and the insulin pump was not replaced or returned for analysis.